Event description:
It was reported that during a directed resection procedure involving the turbohawk plus 6f, it was found that there was a breakage during the flushing stage. The procedure was performed on the left superficial femoral artery and popliteal artery, targeting a calcified, fibrous plaque with a chronic total occlusion of 100%. The artery diameter ranged from 4mm to 5mm, and the lesion length was 100mm. Moderate calcification and little tortuosity were noted. During the procedure, resistance was felt during advancement, and the cutter was reported as damaged. The exposed blade was found to be broken during the flushing stage, and serious breakage was observed when the blade was pushed. The procedure involved pre-dilation and post-dilation of the vessel, and the instructions for use were followed. The device was safely removed from the patient and no abnormalities such as sticking were found. No residue was seen in the embolic protection device. The procedure was completed without any patient symptoms or complications. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: a visual inspection showed that the tip detaching distal to the anchor pockets. The tip is not fully detached. Image analysis: one photo was received from the account. The photo appears to show the detachment of the cutter of a turbohawk device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.